Event description:
A review of the pump history indicated that loss of cartridge detection had occurred. Evaluation revealed a dislodged display screen and dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred. Evaluation revealed a dislodged display screen and dislodged force sensor pins.